Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Treatment with topical and oral antibiotics was unsuccessful. The patient underwent revision surgery to remove the excess skin on (B)(6) 2012, and was equipped with a longer abutment during the same surgery.

Manufacturer narrative:
(B)(4). Implanted device remains.